Event description:
The user is questioning the device's "no shock advised/shock advised" notifications given during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).